Event description:
It was reported that during a remediation process it was discovered that the leds in the display board of six pump modules were dim and difficult to distinguish the numbers displayed. There was no patient involvement.

Manufacturer narrative:
Update and additional information: d1 patient ID: (B)(6). D4: serial #: (B)(6). H4: device manufacture date: manufacture date of 03/28/2013. H7: recall. H9: correction/removal rpt num: z-2822-2020. Correction: d5: operator of device: healthcare professional (omit "unknown" from other operator of device). D5:UDI # remove (B)(4). Add correct UDI:(B)(4). D10: date returned to mfg: 08/02/2019 (remove. Only assy display board received). Device not received. G4: reportable aware date: awareness date: 07/08/2019. H3: device evaluated by mfg?: no. H6 codes correct to; device:1184, method 4114, 3331 results: 170 and conclusion: 25. The customer¿s reported complaint of dim led display boards were confirmed and replicated on the returned components during the testing process of the investigation. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 03/28/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/09/2019 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The customer¿s reported complaint of dim led display boards were confirmed and replicated on 6 returned components, during the testing process of the investigation. The majority of the faulty returned pcb display boards were identified with slightly dim segments on the pcb led u4 modules during testing. Based on the srd-878 rate display viewability (ddm 10000041442 medley baseline srd-19), returned display boards are out of specification. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was not patient involvement associated with the reported failed display boards or pump modules.

Event description:
It was reported that during a remediation process it was discovered that the leds in the display board of six pump modules were dim and difficult to distinguish the numbers displayed. There was no patient involvement.